Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer did not received failed battery test. The customer was advised to monitor the insulin pump. The customer was advised that the we would send replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer stated that the device alarm during normal use. Customer was advised that the battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised that we would send replacement battery cap. The customer was advised to monitor the insulin pump.